Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: the customer reported that: "this is a totally random problem that we cannot explain. The source went to the us for an expertise and then returned ras. But the problem appeared again yesterday." [Update - total stop of light the light does not come back, delay of 30 minutes, a backup light source was used to complete the procedure] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad safelight cable (or possibly receptacle board) issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.